Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the cutter could not be removed from the device during surgery. Injury or medical intervention did not occur. It is unk if surgical delay or medical intervention occurred. There is no add'l info provided.